Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. Tandem technical support assisted customer with adding more insulin and reloading the same cartridge. Customer received an accurate fill estimate . Customers blood glucose level was not impacted.

Manufacturer narrative:
Customer received a valid minimum fill notification as customer had filled cartridge with only 60 units of insulin. The t:slim pump user guide indicates that the cartridge needs to be filled with at least 95 units to ensure there is sufficient insulin available for delivery.

Event description:
Customer received a valid minimum fill notification as customer had filled cartridge with only 60 units of insulin.